Event description:
Event description guidant/crm received information that because of oversensing and inappropriate shocks caused by a fracture near the terminal end of the endotak dsp lead where it plugs into the header of the implantable cardioverter defibrillator(ICD), both the endotak lead and the (ICD) were removed from service.